Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found residue on both windows and the distal window cracked. A functional evaluation did not reveal any problems. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include the application of inappropriate force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during set up, the "hd coupler 17.2mm" was noticed to be blurry. A backup device was available to complete the procedure. There were no procedural delays and no patient injuries or other complications were reported. Results of investigation have concluded that this unit had a cracked distal window which makes it a reportable event.